Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00418 (submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. (B)(4). Approximate age of device - 2 years and 9 months manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(4). The pump was returned assembled with the driveline cut approximately 6¿ from the pump body and 32¿ of the severed portion was returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the red, yellow, and black wires approximately 31¿ from the metal connector (figures 4-5). The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and revealed a breach in the orange wire, approximately 31¿ from the metal connector (figures 4-5). The conductors of red, orange, yellow, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have also affected wire phases a, b, and c and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. These shorts to ground and phase to phase shorts would have caused the reported low speed alarms and pump stop events, as seen in the submitted log file. Examination of the pump blood contacting surfaces revealed no evidence of adhered depositions or thrombus formations that were present while the device was in operation. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The hm ii lvas IFU explains how to safely disconnect and connect the power cables when exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook describe all alarm conditions, as well as the appropriate actions to resolve each alarm. Additionally, these documents contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that system controller fault alarms were observed. The lvad clinician was unable to interrogate the system controller while connected to the patient. The system controller was exchanged and multiple pump stoppages, low speed alarms were observed upon device interrogation. The manufacturer¿s technical services representative reviewed the submitted log files and observed pump stoppages on (B)(6) 2018 occurring on both power module and batteries. This may be linked to the percutaneous lead (driveline) issues. However, the submitted driveline x-rays were unremarkable. On (B)(6) 2018, additional information was received that device support was discontinued and driveline was disconnected. The patient has recovered, as per echocardiogram the ejection fraction was 55%. The device was left in situ. No additional information was provided. It was reported that on (B)(6) 2018, the patient¿s pump was exchanged to another manufacturer¿s device. The pump was returned for analysis.